Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2016, the patient was brought back into clinic for device firmware download. A device software download was performed successfully. The patient was in stable condition and would continue to be monitored with routine follow up.